Manufacturer narrative:
Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on (B)(6) 2020, a physician performed a hysteroscopy previously to the procedure and revealed no injury. After a novasure device was inserted into the uterus and it failed the initial cavity assessment, the physician performed a hysteroscopy and found a perforation on the uterus. The procedure was aborted. The patient was kept in observation. No other information at the moment.